Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 473 mg/dl at the time of the incident. Customer reported that infusion sets not sticking body. Customer reports they are unsure if there was stress or pull on the tubing. Customer reports the insulin pump was dropped with the set connected to their body. The customer treated with insulin pump. The insulin pump will not be returned for analysis.